Event description:
It was reported that during a thoracic procedure, the tissue pad was peeling off of the jaws. No piece fell into the pt. They completed the procedure with a new like device. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.